Event description:
Reportedly, during testing, the oxygen sensor was not functioning. The oxygen sensor was replaced, which resolved the issue. No pt involvement was reported.

Manufacturer narrative:
(B)(4).